Event description:
It was reported that during last 3 months hvli measurements were high (out of range) on svc vector. Svc coil was programmed off and testing on rv to can was successful. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.